Event description:
This (B)(6) infant with congenital heart defects underwent surgery on (B)(6) 2014 and required critical medication administered by alaris pump. The pump read "channel error" and the pump was turned off and re-started. The pump malfunctioned and would not infuse. The pump channel had to be removed from the pcu in order for the device to be powered down. This event occurred while the infant was returning from the operating room.